Manufacturer narrative:
The device was returned to the manufacturer 02/17/2018. Received one (1) used, list # unknown, plum set w/ filter; lot # unknown for testing and investigation. The reported crack is confirmed by investigation. As received, the outlet adapter of the filter of the returned plum set had broken off from the adapter body. The tubing is bonded over the outlet adapter post at this location. The bond did not separate. The filter outlet adapter post broke off from the filter body. The source of the observed damage is unknown. The probable cause of the observed damage is unintentional excessive force at the filter outlet adapter.

Manufacturer narrative:
Corrected data: the device was returned to the manufacturer 02/07/2019.

Manufacturer narrative:
The device is expected to return for investigation. It has not yet been received.

Event description:
The customer reported the plum IV set had a "tubing crack and fluid leaked on the floor". The patient involved was a (B)(6) female with gestational age of (B)(6) with a diagnosis of hyperbilirubinemia. On (B)(6) the tubing was primed with d10 and the infusion was started at an unspecified rate using a plum pump. At an unspecified time on (B)(6), the nurse noted an unspecified amount of fluid on the floor. Upon further examination, the nurse identified a "crack in the tubing" and an unspecified amount of air in the tubing. The location of the crack or air was not provided. The nurse did report an unspecified amount of blood was backing up in the tubing. The tubing was replaced and therapy was resumed. No patient harm was reported. There was no change in the patient's status. The product packaging had been discarded so the list and lot number is unknown at this time.